Event description:
It was reported that pump experienced malfunction alarm with code 16 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and return of malfunctioning pump within specified timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.